Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was determined to be anticoagulation management because the activated clotting time values (185) are higher than the therapeutic range. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a.3 revised from the initial submission in accordance with updated procedures. B.3 date of event revised as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 first name revised as previously entered incorrectly. Address line 2 was revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.1 revised as previously entered incorrectly. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04557 was provided in sections b2, g3, and h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant in japan reported the impella cp access site was bleeding. Patient received a blood transfusion. The patient had circulatory system failure due to bleeding at the insertion site. The patient was on impella support for 48.65 hours before expiring. Cause of death was determined to be circulatory system failure and multiple organ failure.